Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported while reviewing programming history that there was a partial programming that occurred. Although there was a final interrogation the patient was left at the partial programming settings and the settings change was no corrected until a later date.